Manufacturer narrative:
This report is for an unknown constructs: plate/ screws/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: schuster, p. Et al. (2018), the influence of tibial slope on the graft in combined high tibial osteotomy and anterior cruciate ligament reconstruction, the knee, vil. 25, issue 4, pages 682-691, (germany). The purpose of this retrospective study was to evaluate survivorship and clinical function of a combined joint preserving procedure of hto, aclr, and a chondral resurfacing procedure (cr) in cases of severe osteoarthritis, varus malalignment, and chronic anterior instability. Further, the tibial slope was evaluated with regard to its influence on graft integrity. Between 2005 to 2015, 52 cases (50 patients; 39 males and 11 females) underwent a biplanar medial open-wedge hto using the tomofix system (synthes, oberdorf, switzerland). Hardware removal was usually recommended after consolidation of the osteotomy after one to two years and was performed in the majority of cases. Patients were regularly seen in scheduled follow-up examinations after six weeks, six months, one year, and based on individual decision. The mean follow-up period was 5.6 ± 1.6 years (2.8¿10.0). The following complications were reported as follows: 3 cases had poor cartilage regeneration. 11 cases have not intact grafts. 1 case had traumatic graft rupture following a ski accident. 10 cases had non-traumatic graft insufficiencies. 1 case, an extension deficit of five degrees remained. 1 case had superficial wound infection and underwent local revision and antibiotic therapy. The further course was uneventful. This report is for an unknown synthes tomofix system (synthes, oberdorf, switzerland). This is report 1 of 1 for (B)(4).